Event description:
Caller reported that the piston on the tandem mobi pump appeared to get stuck during boluses. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.